Manufacturer narrative:
Patient weight was requested but not provided. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was bleeding on (B)(6) 2022, causing low flow alarms. The patient's pulsatility indexes (pis) were also noted to be higher. Some blood pressure medications were held in the setting of bleeding.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed transient low flow alarms; however, it was reported that the cause of the alarms was mild hypertension with bleeding and hypovolemia. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The submitted system controller event log files captured multiple low flow controller fault flags, when the calculated flow dropped below the low flow threshold of 2.5 liters per minute (lpm), to as low as 1.8 pm. 15 of the low flow events lasted 10 seconds or longer and low flow hazard alarms were flagged. The system appeared to be operating as intended. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on the heartmate 3 left ventricular assistant device, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 6 also provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Section 1 of the IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Additionally, this section (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.